Event description:
A cartridge alarm occurred during the load process of the pump, but it did not cause the customer's blood glucose level to exceed 500 mg/dl. Technical support assisted the customer in attempting to load a new cartridge, but the alarm recurred and the customer was unable to resume insulin therapy. As a corrective action, technical support decided to replace the pump. The customer was instructed to use multiple daily injections (mdi) as a backup therapy to ensure continued insulin delivery.